Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Influence in-fast was reported to be used/implanted during this procedure.

Manufacturer narrative:
Tracking number (B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).